Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of a mapping catheter into the sheath, the sheath was noted to be leaking in the area of the hemostatic valve. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed.